Event description:
It was reported that the customer received a motor error alarm on the insulin pump while the customer was getting ready to deliver a bolus, after the insulin pump had fallen to the ground and gotten wet the previous day. The customer's blood glucose was 326 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. She was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump has minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.